Manufacturer narrative:
1st day of the month of aware date used as event date as one was not provided.

Event description:
It was reported that the device embolized and a stroke occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure had no complications and the closure device was successfully released in the laa. During the 45-day follow procedure a transthoracic echocardiogram (tee) was performed. It was noticed that the device had embolized. It was in the left ventricle. There were no symptoms due to this or any other complications. The patient is doing fine and surgery was planned to remove the device. During the surgery the mitral valve needed to be removed and replaced in order to remove the closure device. The patient was doing fine following the surgery. Two days post-surgery to remove the closure device the patient had a stroke. It was reported that there was no clot when the device was removed. The patient has since been discharged and is home. It was further reported that the patient came in for their 45 day tee where it was discovered that the closure device was in the mitral valve chordae in the left ventricle. The patient stated they had some numbness/tingling in their left side. There was no clot present in the laa and the patient had remained on anticoagulant during the recommended timeframe. The appendage was tied off during the removal of the closure device and replacement of the mitral valve. The stroke that occurred was reported to be ischemic. The patient was sent to inpatient rehabilitation due to the deficits post stroke and had a percutaneous endoscopic gastrostomy tube placed.

Manufacturer narrative:
The 1st day of the month of aware date used as event date as one was not provided.

Event description:
It was reported that the device embolized and a stroke occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure had no complications and the closure device was successfully released in the laa. During the 45-day follow procedure a transthoracic echocardiogram (tee) was performed. It was noticed that the device had embolized. It was in the left ventricle. There were no symptoms due to this or any other complications. The patient is doing fine and surgery was planned to remove the device. During the surgery the mitral valve needed to be removed and replaced in order to remove the closure device. The patient was doing fine following the surgery. Two days post-surgery to remove the closure device the patient had a stroke. It was reported that there was no clot when the device was removed. The patient has since been discharged and is home.